Event description:
The customer states the device will not boot up. The customer did not state if any pt involvement was involved.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.